Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported that an impella 5.5 was placed to allow the patient¿s heart to rest and re-evaluate for coronary artery bypass graft. The patient remained only oriented to self and neurology evaluated and reported possible stroke or shower emboli. Also, heparin infusion was turned off due to decreased platelets and the patient was not on systemic anticoagulation. Thrombocytopenia panel came back as weak positive so hematologist made the decision for argatroban. On trans-esophageal echocardiogram, large right atrium thrombus was noted and several days later, a possible new clot was seen in the left ventricle that was not present at the beginning of the case. The physician is aware and wanted to continue with the current plan. The patient also experienced four runs of ventricular tachycardia while on impella 5.5 support.

Manufacturer narrative:
D6b explant date added b1 product problem was inadvertently omitted on the initial manufacturer device report number. B5 additional information from the clinical site was inadvertently omitted on the initial manufacturer device report number. H6 health effect - clinical code 1942, health effect - impact code 4628, medical device problem code 3009, and component code 3038 were inadvertently omitted on the initial manufacturer device report number.

Event description:
It was further reported that the patient on impella 5.5 support experienced limb ischemia. The nurse reported was unable to doppler a right radial pulse, but right brachial pulse was present. Vascular ultrasound (us) performed at bedside showed arterial disease in the right leg and slow flow in both legs. It was also noted lower pressure on right arm compared to left arm, right fingers discolored. Both feet look discolored. Additionally, the patient was taken to the operating room as impella was not able to be repositioned at bedside. Transesophageal echocardiogram (tee) and x-ray in or used to flip 5.5 back away from septal wall.